Event description:
On (B)(6) 2025, it was reported that the user¿s ilet device became unresponsive following a supply change earlier that morning. The screen showed no visible damage but did not respond to touch or firmware update attempts. Charging did not restore functionality. The user was instructed to disconnect from the device and revert to back-up therapy until a replacement arrived. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.